Event description:
There is an alarm issue with the respironics trilogy ventilator 100 and 202 series. The trilogy ventilator is made so that all alarms may be turned off if the clinician so chooses. There have been instances at our institution when a specific alarm, the low tidal volume, has become an issue and has been turned off. We feel uncomfortable disabling ventilator alarms for fear of patient harm. When this problem was brought to the attention of the leadership team, the issue was quickly addressed. We are disabling the alarms that we feel become nuisance alarms if left on, having a physician write an order for the alarm(s) to be disabled, and then ensuring that other alarms are enabled on the device to keep the patient safe from harm. The trilogy 202 ventilator has specifications to be used on a patient who is 5 kg or greater. The lowest the low tidal volume alarm will go is 40 ml. This alarm setting does not support a 5 kg patient who would have a spontaneous tidal volume of around 30 ml. This is a major problem in a tertiary care pediatric hospital with level 3 nicus. The company, respironics, was contacted and I spoke with a respiratory therapist. He stated that not every alarm was meant to be used with every patient but he would file my complaint with the engineers regarding the inadequacy of the low tidal volume alarm. He also checked a recent update to the software and confirmed that changing the low tidal volume to be adjustable below 40 ml was not altered. The current plan is for a physician order to be placed whenever an alarm is deemed safe to be turned off and the respiratory therapist will ensure that other safety alarms are set tight to safely monitor the patient. "Low vti alarm: this is a high priority alarm. It occurs when the delivered tidal volume is less than the low vti alarm setting for three consecutive breaths. The device continues to operate. The alarm will automatically terminate when a breath occurs in which the delivered tidal volume exceeds the low vti alarm setting" (respironics inc., 2010, p. 45).respironics inc. (2010). Trilogy 202 user manual. Murrysville: philips.our sbar communication to staff on the issue is also included below:situation:a few, select ventilator alarms have been found to be turned off or disabled on some of our patients' ventilators. (Low vt, low ve, apnea, low and high peep on the ltv, trilogy and avea ventilators). Background: patients experience certain alarm conditions that are unable to be remedied based on ventilator alarm design, lack of volume/pressure returning to ventilator due to leak in airway, or patient not breathing above set rate on ventilator. If these alarms are not disabled significant nuisance alarms may occur and cause detriment to the patient by overalarming and masking a true disconnect, life-threatening alarm condition.assessment: we have determined that at times, when all other applications/remedies to fix the alarm condition have been exhausted, it may be necessary to disable an alarm to prevent constant, nuisance alarms.recommendation:the respiratory care ventilator and support device alarm limits policy is attached. The recommended immediate action is that all ventilator alarms must be set within the policy guidelines. If that is not possible and an alarm must be disabled.1. The rt must obtain a practitioner order that the specific alarm may be disabled.2. Rt must document in the alarm cell that the alarm is off and why. There must be other alarms activated that will detect a patient disconnect condition.3. Rt must then reassess each shift whether it is still necessary to have the alarm disabled.we will perform audits to determine what, if any, alarms are off and if there is a proper order and documentation of the situation. If we find this is not the case, an event report will be filed.======================manufacturer response for trilogy ventilator 100 and 202 series (per site reporter).======================